Event description:
In 2007, the patient reported that the plunger of the insulin cartridge became stuck on the piston rod of the infusion device and less than 10 units of insulin spilled into the cartridge compartment. The patient was instructed on how to remove the plunger from the piston rod and how to clean the insulin from the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.